Event description:
Related manufacture ref: 3005334138-2025-00171. During an atrial tachycardia procedure, a positioning issue occurred and a fray was noted causing a procedure delay. It was found that the ablation catheter was not bent properly. Additionally, the tip of the puncture sheath was rough. The sheath and ablation catheter were replaced and the procedure was completed with no consequences to the patient.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model: a-tcse-d) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Manufacturer narrative:
One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. The catheter did not meet deflection specifications when actuating the steering mechanism, consistent with the reported event. No visual anomalies were noted within the catheter handle. However, the deflection of the catheter was able to be brought back into specification by tightening the vectran suture around cam lock b, consistent with slack in the vectran suture and the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the slack in the suture and subsequent delay remains unknown.